Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was damaging the battery devices, the trigger was sticky and the set screw complete was damaged. It was further determined that the motor was loud and was drawing excessive amperes, and the trigger components were worn. It was further noted that corrosion was found on the contacts of the electronic control unit (ecu)/motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the internal electronic and mechanical components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-operative, it was discovered that the battery oscillator device was broken. During in-house engineering evaluation, it was observed that the device was damaging the battery devices, and the trigger was sticky. It was further reported that the set screw complete was damaged, the motor was loud and was drawing excessive amperes, and the trigger components were worn. It was further noted that corrosion was found on the contacts of the electronic control unit /motor. The event was not in relation to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.